Event description:
I would like to report a bug for viewing the vrom in mako tha 4.0 system. Please see below for more information. Surgeon would like to know why this would happen and anyways to fix the issue on site. In supine position, the model looks fine. In standing position, the femur head center and the cup center is slightly not aligned. In sitting position, the femur head center and the cup center is not aligned and shifted. (Screenshots attached in intake tab and comms log). Update: outcome in terms of implant positioning: the case originally had quite some osteophyte at the rim of the acetabulum, so without the vrom surgeon was unable to fine tune the cup position

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available

Manufacturer narrative:
Reported event an event regarding inaccurate values/visuals involving a mako tha software was reported. The event was confirmed. Method & results -product evaluation and results: review of the case session files noted the following: review of the tha 4.0 application noted the following: a software defect associated with tha 4.0 was confirmed, where in the virtual range of motion (vrom) software function for stand and sit when the user changes the pelvic tilt away from the supine CT captured pose, an incorrect center of rotation is used by the software in the calculation to reduce the femoral head center. This causes a gap between the femoral head and the cup liner, creating an inaccurate reduce implant view for the femoral head. The defect becomes evident by using vrom after moving the cup implant plan (e.g., 8mm) away from the native acetabular center and with changes in the sitting and standing pelvic tilt angles to approximate patient posture. An update to the vrom calculations was tested by including the implant transform. This update was confirmed to fix the issue and served as further evidence for the defect root cause. An nc has been opened as part of this complaint to investigate the issue further. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that the device was inspected with no reported discrepancies -complaint history review: a review of complaints shows no other similar complaints. Conclusions: the alleged failure mode was confirmed. An nc was raised to complete a full investigation of the failure. The optional vrom feature is available in pre-op and intra-op implant planning to assess bone-to-bone, implant-to-bone, and implant-to-implant impingement for the reduced joint in either the sitting or standing position. The surgeon does not rely solely on the software for detection of impingement. It is common practice to reduce the joint and perform a range of motion and joint stability check when trialing the implants. When the defect presents itself, the surgeon can potentially alter the cup plan erroneously by a minimal amount. Despite this alteration, final component placement would be expected to fall within our stated accuracy relative to the intended plan, and well within the wider range of safe implantation of hip components. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
I would like to report a bug for viewing the vrom in mako tha 4.0 system. Please see below for more information. Surgeon would like to know why this would happen and anyways to fix the issue on site. In supine position, the model looks fine. In standing position, the femur head center and the cup center is slightly not aligned. In sitting position, the femur head center and the cup center is not aligned and shifted. (Screenshots attached in intake tab and comms log). Update: outcome in terms of implant positioning: the case originally had quite some osteophyte at the rim of the acetabulum, so without the vrom surgeon was unable to fine tune the cup position.